Manufacturer narrative:
(B)(4).

Event description:
Procedure: hernia repair. According to the reporter: a (B)(6) pt suffered post operative pain, dimbling pain for 2 weeks. This is noted to be a paritex product.